Event description:
It was reported that 350cc mentor smooth round moderate plus profile being used for a breast augmentation procedure suffered malfunction on the left breast saline implant. It was reported that while filling the 350cc moderate plus between 300cc and 325cc, the rubber tube connected to the valve became dislodge in three different occasions. The procedure continued with a new device. There were no patient consequences or additional information reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On september 23, 2022, the mentor failure analysis lab received the device for evaluation. Per device, additional information, and clarification received, following information has been updated on this form: patient's demographics have been updated under section a replacement new device used was catalog number 3502350; serial number: (B)(6). Field d4 for catalog number has been updated to "3502400" field d4 for lot number has been updated to "9708666" field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 30, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no problem while filling the implant was detected during the analysis. The fill tubing did not dislodge from the valve and the fluid flowed properly while filling the device. The event described could not be confirmed as the breast implant was returned without detectable issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).